Manufacturer narrative:
Customer technical specialist recommended the use of personal protective equipment before troubleshooting, and recommended not running samples due to possible sample contamination. A field service engineer (fse) was dispatched on 03/06/2011 for this event. The fse found and removed occlusion in cap piercer waste tubing causing flooding. The fse also adjusted the r&r high pressure regulator to stabilize. The fse confirmed that no patient results were impacted due to the leak and verified that the instrument is operating properly.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from the cap piercer blade wash station and on to the sample tubes in the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.